Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of sheath fluid under pressure occurred with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: it was reported that there tubing on port p23 (for sit flush) of manifold popped out. Minor leak found on side of cytometer. Additionally, on 2020-6-29 the fse provided the following additional information: was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath/saline. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00055 was sent in error. The leakage was contained within instrument, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that leakage of sheath fluid under pressure occurred with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: it was reported that there tubing on port p23 (for sit flush) of manifold popped out. Minor leak found on side of cytometer. Additionally, on 2020-6-29 the fse provided the following additional information: 1. Was the leak contained within the instrument? Yes. 2. Was the leak in a customer accessible location? No. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Sheath/saline. 5. What is the source of leak -- waste line or non-waste line? Non-waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.